Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 97792, lot# n593257, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: accessory.

Event description:
The consumer reported via the manufacturer representative that they had an infection and the surgeon opted to explant the entire system. The patient was noted to be happy with the pain relief and was likely to have another system implanted in the near future. The representative stated that the potential factors that lead to the infection were nosocomial in nature. The patient had a pic line to resolve the infection and the issue was resolved at the time of the report. The indication for use was spinal pain. No device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.